Event description:
It was reported that the patient experienced a "pain on the right side of her uterus" when the stimulation was turned on. The patient noted that "even prior to the pain, her symptoms began to return". It was further noted that the patient's symptoms began during a physician therapy session. The patient was asked to raise her leg and the physician therapist applied pressure to it. It was indicated that the physical therapist massaged the right side, where the patient's implantable neurostimulator (ins) was located. It was noted that "no equipment" was used. The patient wanted her health care provider (hcp) to check her device. Basic functionality of the device was reviewed. It was noted that when the patient's ins was turned off, the pain in her uterus went away. The patient outcome was not provided.

Event description:
Additional information received reported that the patient experienced a loss in therapeutic effect. It was noticed a couple of months ago that the device was not "as effective" as before. No falls or traumas were reported. The device was adjusted last month, but was still giving the patient issues. It was further reported that the patient was going to have an office visit soon. Additional information was requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3889-28, lot#: v610557, implanted: (B)(6) 2011, product type: lead; product ID: 3037, serial#: (B)(4), product type: programmer, patient. (B)(4).